Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab is bent. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The trigger cycle was completed and no clip fired. Another attempt was made. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. This was repeated multiple times with the same result. None of the remaining clips were able to properly load. The sample was disassembled to look at the internal components. Upon disassembly, no further damages were observed. The damage found to the rotation tab could prevent clips from not loading properly into the jaws of the device. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to function" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, none of the remaining clips were able to properly load into the jaws of the device. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported: in the patient's abdomen, clips could be loaded in the jaws but not fully opened, and the trigger did not return its original position. The same issue was seen outside of the patient's body; therefore another end applier was used instead. No clips fell in the patient and there was no injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700518 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported: in the patient's abdomen, clips could be loaded in the jaws but not fully opened, and the trigger did not return its original position. The same issue was seen outside of the patient's body; therefore another end applier was used instead. No clips fell in the patient and there was no injury.